Event description:
Additional information was received from a distributor. The catheter would not be returned as it was discarded.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# hg7ulx115 implanted: (B)(6) 2025 explanted: (B)(6) 2025. Product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8781, lot # (B)(6), serial# implanted: explanted: (B)(6) 2025, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 13-apr-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient who was receiving gabalon via an implantable infusion pump for cerebral palsy. The pump administered gabalon at a dose rate of 50 mcg/day as of (B)(6) 2021, and gabalon at a dose rate of 280 mcg/day as of (B)(6) 2025. It was reported that the back catheter was removed on (B)(6) 2025 due to a wound infection after a scoliosis surgery was performed on (B)(6). The patient was administered antibiotics. It was further reported that the infection occurred at the wound site after scoliosis, so there was no causal relationship with the intrathecal baclofen (itb) pump and gabalon intrathecal. On (B)(6) 2025, the pump was changed to a minimum rate mode and gabalon tablets were administered orally for prevention of withdrawal symptoms. The outcome of the adverse event was not recovered; date of outcome not entered. Regarding infection, the causal relationship to drug, pump, catheter, or procedure was further indicated as unrelated.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a distributor (dist) indicated that the wound site infection had been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.